Event description:
The facility reported an infusion pump was a failure code 570. It was not specified it this failure occurred while infusing on a pt. However, the facility representative stated that no pt incident was reported on this pump since the last baxter service event. Information regarding pt demographics, medication involved and device programming was requested but none was provided.